Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection found no issues related to the reported event. The iesu was tested on the system, presents m 02 3 error on startup. The probable root cause is attributed to defective generator.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report errors on the erbe. Site had restarted the erbe and the system with no change. Tse advised site to change out tower or connect force triad, site was unsure if they had the cable. Tse confirmed errors in the logs. The procedure was completed with no reported injury.